Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated there was no patient involvement.

Event description:
(B)(4). Case description: 8110 sn: (B)(4) customer was having this error code and wanted to know what was the causes. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needed to replace either the logic board or the force sensor. I give the customer part number for both of them and the customer ended the call.